Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Was the needle removed from the patient during the same procedure? Device return status/follow up? Seven pull offs with 3 different lots were reported under this one complaint/procedure: 1x 8522h - lot: lkh240, 3x eh8014h - lot: qbmjss and 3x eh8036h - lot: lgh812. Please clarify are all these 7 suture pull offs occurred during use in this single vascular surgery? If no, please create additional files for each procedure. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01285, 2210968-2021-01286, 2210968-2021-01287, 2210968-2021-01289, 2210968-2021-01291 and 2210968-2021-01292.

Event description:
It was reported that the patient underwent a vascular surgery on (B)(6) 2020 and the suture was used. During procedure, needle separated from suture as soon as there was a slight tension. Additional information requested.